Event description:
New information received that there is additional non-cardiac device implanted on patient's right chest.

Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead had noise signals intermittently due to electromagnetic interference (emi). The rv lead will continue to be monitored. The patient was stable throughout.

Manufacturer narrative:
Further investigation was requested but not yet received.